Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt. Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).